Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the connection shield has incomplete molding in the latch handle causing the part to close improperly. The cause of the reported condition could not be determined.

Event description:
It was reported that there was a crack in a connection shield. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.